Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo (B)(4). Manufacturer complaint number: (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab. Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
A resident was on a sara nova lift, when the "gears" sounded like they had stripped and the resident fell from the fully standing position onto her bottom. They were only sore at first, however 3 days later, they complained of pain, so the facility has sent the resident for x-rays.